Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1). There was no reported impact to customer's blood glucose. Customer reverted to using manual injections for insulin therapy and reportedly, resumed pump therapy after meeting with a healthcare provider.